Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the infection was at the pocket site. Symptoms of redness and swelling were noted. The caused was unknown other than bacteria. The patient was prescribed antibiotics.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.